Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the med application would not launch automatically. A technical support specialist concluded the case at the customer's request. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system does not automatically launch the med application when the station is rebooted. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.